Event description:
It was reported that this pacemaker system had right ventricular (rv) lead channel oversensed diaphragm noise. Technical services (ts) was consulted and recommended reprogramming options. Stable impedance measurements were noted. This pacemaker system was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had right ventricular (rv) lead channel oversensed diaphragm noise. Technical services (ts) was consulted and recommended reprogramming options. Stable impedance measurements were noted. This pacemaker system was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.